Event description:
An article was received and it was found that it referenced this patient's bradycardia with stimulation. No further relevant information has been received to date. This report is a continuation of medwatch report #1644487-2010-01221.